Manufacturer narrative:
The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site to inspect the unit. When fss just switched on the unit, he noticed the smoke and immediately switched off the system. Fss found burn mark near the lithium battery of single board computer (sbc) printed circuit board (pcb) and subsystem controller (ssc) pcb. Per fss, the lithium battery leaked and created short circuit and damaged the sbc and ssc boards. Fss replaced both pcb boards as well as calibrated vacuum. Fss performed the field service checklist, which the unit passed all functional tests and it was found to amo specifications. Through a follow up with the field service specialist, he stated that the burning marks were only on the circuit boards. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported no display with the sovereign compact console. The customer noticed burning smell from the system, so they switched off the system and pushed the system outside of the operating room to the maintenance room. There was no patient involvement reported and no patient treatments delayed or cancelled.